Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1b113 was returned for analysis. During visual inspection of the sample, the swage and attachment area was noted to be as expected. The suture was examined, and it was observed that the weld of the first loop was detached. In addition, no marks by use were noted. Based on the information currently available, open primary loop issue was identified as loop weld failure was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast and endocrine procedure on (B)(6) 2022 and barbed suture was used. Before use it was found that there was no loop on the suture. No adverse patient consequences were reported. Additional information was requested.